Manufacturer narrative:
Initial

Event description:
It was reported that a user contacted support for guidance on handling a meal announcement after drinking coffee with cream, with blood glucose rising from 150 mg/dl to 187 mg/dl and then decreasing to 170 mg/dl. The user was advised on the acceptable timing window for meal announcements and proceeded with breakfast using the ilet system, which would provide correction dosing if announced more than 30 minutes after eating. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and the event was associated with use of the device and user actions, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.